Event description:
A vaxcel pasv PICC line was placed for therapeutic purposes on an unk date. The pt had completed a course of IV antibiotics at home. Upon attempting to remove the PICC line, the home health nurse encountered much resistance. The line was removed by a vascular surgeon within the cath lab using percutaneous extraction.